Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirmed the reported event. The device was found to be scratched and gouged. No evidence was found indicating product error was a contributing factor. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H10 additional narrative:

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's stryker primary knee was revised on (B)(6) 2019. Attune revision components were used to revise the knee. The patient's knee was revised a second time on (B)(6) 2020, due to stiffness. During the second revision procedure, surgeon removed the attune revision insert and then surgically removed (cleaned out) scar tissue throughout the patient's knee. He also performed some soft tissue releases to enable the patient's knee to be fully extended under anesthesia. Because the attune revision insert was scratched and indented during its removal, by the surgical instrumentation that was used to pry it out, a replacement insert of the same size and thickness was implanted. A device experienced report was not submitted for the (B)(6) 2019 revision procedure, since the primary components being revised were stryker components. Doi: (B)(6) 2019. Dor: (B)(6) 2020; left knee.